Manufacturer narrative:
Device was not returned. Process evaluation did not reveal any issue. The implant trajectory go straight through the intended sites on the guide mold. Since it was reported that the guides were loose inside the patient's mouth, trajectory deviation is likely caused by guide instability during surgery. All guides are fabricated based on the surface morphology of the stone model. Therefore any distortion in the stone model scan can lead to distortions in the guide. In this particular case, the stone model was found to be warped and two partial guides had to be created.

Event description:
Doctor used a surgical guide to place a dental implant. Doctor noticed that the guide fitted loosely inside the patient's mouth. The trajectory of the implant ended up being very off so the doctor took out the implant and grafted osteotomy site.